Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient¿s both leads migrated and confirmed via x-ray. As such surgical intervention was undertaken on (B)(6) 2024, wherein one lead which migrated exhibited high impedances was replaced, and the other lead was repositioned and brought back to the original position. Therapy was restored following the procedure.